Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the product cuff was tested prior to use with no leakage or other problems identified. The device was placed into use with patient during oral surgery. Patient was intubated and ventilated using air, oxygen and sevoflurane. After approximately 30 minutes air leakage was noted in the surgical field. According to report, the cuff could not be re-intubated during procedure. In response, the clinician extubated the patient and re-intubated the patient with another tube. No permanent adverse effects reported.